Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019, a blood glucose of 700mg/dl, with abdominal pain, nausea, and vomiting, associated with an alleged call service alarm issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with insulin via injection, antibiotics, and other treatment. During troubleshooting with customer technical support, it was revealed a call service 070/064 alarm occurred during the rewind step. The pump tubing was reportedly being used beyond the two to three days as indicated in the instructions for use. The patient had an insertion site infection, and an unrelated case of pneumonia. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.